Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned articular surface identified wear and damage where the yoke implant mates. Dimensional analysis of the returned implant determined that the device was conforming to print specifications where measured. Further analysis determined that the articular surface was damaged by gradual penetration of the yoke into the bearing due to pulling forces in extension and overloading of the bearing by the femoral component. Radiographic review of x-rays taken prior to the revision demonstrated potential metallic loose bodies within the joint space and angulation at the hinge that suggested possible hardware fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - orthopedic salvage system reinforced yoke catalog #: 150493 lot #: 163570. Orthopedic salvage system poly lock pin catalog #:150478 lot #: 747300. Orthopedic salvage system rs poly femoral bushings catalog #: 161034 lot #: 002820. Orthopedic salvage system nonmodular tibial plate long 71mm catalog #: 161043 lot #: 403920. Orthopedic salvage system rs 7cm ellip segmental femoral component left catalog #: 161010 lot #: 049500. Orthopedic salvage system rs axle catalog #: 161035 lot #: 683960. Orthopedic salvage system tibial bushing catalog #: ni lot #: 931960. Orthopedic salvage system bowed im stem catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in spain. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address post-operative implant fracture and instability approximately twenty-one (21) months post-operatively. Attempts have been made; however, no additional information is available.